Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.

Event description:
¿I am a nicu nurse at (B)(6) md. We use the argon PICC lines for our PICC placement. We recently had an issue with the PICC line in a baby was found to have a hole in it. The line was pulled and sequestered. I am reaching out in hopes to obtain guidance on how you can proceed to examine the line. The lot number is 11362894 and it was placed (B)(6)2022. The line was pulled from baby on (B)(6)/2023.¿

Event description:
¿I am a nicu nurse at (B)(6). We use the argon PICC lines for our PICC placement. We recently had an issue with the PICC line in a baby was found to have a hole in it. The line was pulled and sequestered. I am reaching out in hopes to obtain guidance on how you can proceed to examine the line. The lot number is 11362894 and it was placed (B)(6) 2022. The line was pulled from baby on (B)(6) 2023.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One sample was returned for review. Visual inspection found no damage to the catheter line or silicone extension. Functional testing confirmed leakage along the catheter line. Closer inspection confirmed a hole in the catheter tubing. The customer stated the line was placed in (B)(6) 2022 and the hole was observed and the line was pulled in (B)(6) 2023. Most likely the damage to the catheter was the result of an event within the user environment. Possibly the catheter came in contact with sharp object. There has been no other complaints regarding this issue with this lot number. Since there was no damage observed by the customer during the initial placement of the catheter and there have been no other complaints regarding this issue with this lot number, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
¿I am a nicu nurse at (B)(6). We use the argon PICC lines for our PICC placement. We recently had an issue with the PICC line in a baby was found to have a hole in it. The line was pulled and sequestered. I am reaching out in hopes to obtain guidance on how you can proceed to examine the line. The lot number is 11362894 and it was placed (B)(6) 2022. The line was pulled from baby on (B)(6) 2023.¿

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.